Manufacturer narrative:
Details of complaint: the customer reported that a central nurse's station (cns) (pu-621ra) did not alarm vtac. The customer requested further investigation. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined as there was not enough information provided from the customer. Attempts to obtain further information were made, however, the customer was unresponsive. The customer was asked to provide the necessary information in the cause that the phenomenon reoccurs. The risk level was determined to be medium. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns, but no serial number information was provided and noted as missing information (mi). Bedside monitor: model: bsm-6301. Sn: (B)(6). Input unit model: ay-653p sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes.h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported on (B)(6) 2020 that they had an issue occur where the central nurse's station (cns) did not alarm for v-tach. This occurred on (B)(6) 2020 at 7:48am. Since this occurred about 2 weeks before this was reported to nihon kohden, the cns will no longer have the printouts for this patient as it can only hold up to 3 days worth of patient data. The biomed will send us the strips they have, and the cns log files to see what can be gathered from this information. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported on 08/17/2020 that they had an issue occur where the central nurse's station (cns) did not alarm for v-tach. This occurred on (B)(6) 2020 at 7:48am. Since this occurred about 2 weeks before this was reported to nihon kohden, the cns will no longer have the printouts for this patient as it can only hold up to 3 days worth of patient data. The biomed will send us the strips they have, and the cns log files to see what can be gathered from this information. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns, but no serial number information was provided and noted as missing information (mi). Bedside monitor: model: bsm-6301, sn: mi. Input unit: model: ay-653p, sn: mi.

Event description:
The biomedical engineer (bme) reported on 08/17/2020 that they had an issue occur where the central nurse's station (cns) did not alarm for v-tach. This occurred on (B)(6) 2020 at 7:48am. Since this occurred about 2 weeks before this was reported to nihon kohden, the cns will no longer have the printouts for this patient as it can only hold up to 3 days worth of patient data. The biomed will send us the strips they have, and the cns log files to see what can be gathered from this information. No patient harm reported.